Event description:
Probe is showing raining images.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was confirmed. The probe¿s image is rainy and unclear and the button pad plastic is peeling off. The root cause is due to an internal failure in the probe. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.